Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a resolution 360 clip device was used during a procedure performed on (B)(6), 2022. During the procedure, the clip was passed down the working channel of the scope and placed in position. The clip was then able to open and close onto tissue; however, the clip would not "severe" from the deployment catheter. They had to rotate the orange hub back and forth for the clip to successfully release from the catheter. The procedure was completed with same original device. It was reported that the spring in the handle failed during closure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.